Event description:
Follow-up to the funeral home where services were provided revealed the cause of death was complications of cerebral palsy. The device had not been removed prior to services being performed.

Event description:
It was reported by a physician¿s office that a vns patient was deceased. An online obituary identified the date of death was (B)(6) 2014, and the patient had died in his home. Additional relevant information has not been received to-date.